Event description:
Hcp reproted pt with uneventful refill in 2004. Later that day the pt's spouse reported the pt appeared lethargic. The pt was seen at the ER and treated with narcan injection. The pt was hospitalized "at least 36 hours." There was a contrast dye study performed on the pump while they were hospitalized; the results were "all fine." The physician strongly suspected a pocket fill. The hcp reported that to their knowledge the pt is doing fine.